Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing associated with the right ventricular lead and an r-wave amplitude measurement issue. Analysis of the device memory indicated the criteria for the right ventricular lead integrity alert were met and the impedance trend of the right ventricular pacing lead was decreasing. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a lead integrity alert (lia) triggered for the right ventricular (rv) lead. It was noted that there was noise oversensing, decreasing impedance, low r-wave amplitudes and a degeneration of the signal. The rv lead was capped and replaced. No patient complications have been reported as a result of this event.